Event description:
It was reported that balloon burst. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 4.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon had burst. The procedure was completed with an alternate device. There were no patient complications.